Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support post cardiac surgery. There was high purge pressure. The patient acts was between 160/180, and there were no kinks observed on the purge line. Tissue plasminogen activator (tpa) was added to the purge and the issue resolved. There was no patient harm reported.

Manufacturer narrative:
High purge pressure reported on day 3 of support. No product was returned. The data logs confirm 'purge pressure - high' alarms. There were continuous 'impella position unknown' alarms and a gradual rise in purge pressure before the alarm was triggered. There was also suction afterwards and purge system blocked alarms. Tpa was added to the purge and high purge pressure resolved after about 3 hours. The root cause of the high purge pressure was most likely biomaterial related. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-14919 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised multiple fields as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-14919. H.6 codes 4121 and 4112 were added as they were inadvertently omitted from initial manufacturer device report number 1220648-2024-14919. H.10 retrospective review statement reported in the initial manufacturer device report number 1220648-2024-14919 was reported incorrectly. The issue took place this year.